Event description:
It was reported to boston scientific corporation in 2008, that an endostat ii electrosurgical unit was used on two days earlier. According to the complainant, " the device failed to burn." The procedure was completed with a different device. There were no pt complications reported as a result of this event."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the expiration date cannot be determined. The lot number /serial number of the suspect device is unk; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The july 2008, 15 month hemostasis generator and accessories product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.